Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, the clips twist and do not close properly when the surgeon tries to activate them on the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.